Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated the consumer would be seen on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported seeing the consumer on the (B)(6) and was not able to conclude anything about the .5v event. It was noted that the consumer was sensitive to posture positions and needs to be careful about settings. The representative noted a ¿guess¿ that may have had some bearing on the event such that posture was moving the electrode closer to pain nerves. She had been instructed how to manage this and the representative did adjust some programs to reduce this and expect her to do well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative reported that the consumer had ¿fi,¿ came back for programming, and had returned back to an acceptable baseline.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported she had not had a bowel movement in over a week and was starting to cramp and getting pain, stomach was swollen. She did not feel stimulation and therapy was on. The consumer noted that on (B)(6) 2017 she had surgery for a prolapse and pelvic reconstruction, and her device was not turned off for the surgery. She was currently on program 2 at 0.50 v; however, it was on something like 1.5 v before surgery (she did not knowingly decrease stimulation). The consumer noted she was ¿not a well person¿ and had future procedure coming up, like bone density testing. Reviewed how to increase stimulation, the consumer felt it in the correct area, increased to 1.5 v and felt a little sensation but wanted to leave it there because she was still swollen and sore down there from her surgery on (B)(6). Reviewed that it took time for the body to respond to therapy/changes and the consumer should contact her doctor if the problem did not resolve. It was noted that troubleshooting resolved the reported issue. The consumer also reported low patient programmer batteries, replaced batteries, and the issue was resolved. There were no further complications reported and/or anticipated.